Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50/sc-2316-50, serial: (B)(4), batch: 16027033/16073516/16077379. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 15901306.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation. The patient underwent an explant procedure. The explanted ipg, leads and splitters were not returned.